Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was able to test the device, but was unable to replicate or confirm the reported complaint.

Event description:
The initial reporter stated that the administration set started to leak at the filter. Multiple follow up attempts were made by mmdg to obtain additional information, however no information was ever obtained. (B)(4).